Event description:
This is a spontaneous case report received from a medical doctor in united states on 14-jul-2016 which refers to a (B)(6) non-pregnant female patient who had essure (fallopian tube occlusion insert) inserted in 2010 for contraception. It was reported that patient went to office on (B)(6) 2016 with complaints of abnormal vaginal discharge and pelvic pain, which started in (B)(6) 2016. She went to the ER (emergency room) twice before and they saw a wire coming out during pelvic exam; they could see the coils coming out of the cervix. Two outer coils and 2 inner coils were removed. Pain resolved and abnormal discharge stopped. Essure was removed. Quality-safety evaluation of ptc received on 05-aug-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and went to office with complaints of pelvic pain. When she went to the ER (emergency room), they saw a wire coming out and they could see the coils coming out of the cervix. Two outer coils and 2 inner coils were removed. The event, seen as device expulsion, is listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In this case, the event was diagnosed about 6 years after essure insertion. Considering this information and based on its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since essure coils were removed. Additionally, non-serious event vaginal discharge was reported. A product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Manufacturer narrative:
Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2016: quality-safety evaluation received. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and went to office with complaints of pelvic pain. When she went to the ER (emergency room), they saw a wire coming out and they could see the coils coming out of the cervix. Two outer coils and 2 inner coils were removed. According to additional information, two separate metal pieces were found after the removal of the coils of the cervix. Patient recovered. These events, seen as device expulsion and device breakage respectively, are anticipated according to reference safety information for essure. Although in this case, the exact mechanism and circumstances of these events were not provided, the events were diagnosed about 6 years after essure insertion. Considering this information and based on their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since essure coils were removed. Additionally, non-serious event vaginal discharge was reported. As a product quality defect could not be confirmed.

Manufacturer narrative:
Follow-up information was received on 14-nov-2016. Device breakage with essure questionnaire was provided. Patient´s demographic information was provided. Her medical history included gravida 9, parity 6. It was stated that the implant (inner and outer coil) broke. Removal was performed on (B)(6) 2016 due to medically necessity and patient´s request. Patient was experiencing llq pain. Had essure placed at outside hospital (cannot remember name of facility) in 2010 with, per report, subsequent 3 month f/u hsg showing bilateral tubal occlusion. Complained of 6 months of abdominal pain and abnormal discharge. She had been told that the essure coil was out of place. On exam, essure coil was seen protruding approximately 1 cm out of external cervical os and another coil that was protruding from cervical stroma just inferior to the os. Tvus was performed to evaluate how far coil appeared to be embedded. On u/s there appeared to be two coils deviating in multiple directions within cervical canal. Patient desired removal and she was able to remove coil and a coil along with what appeared to be the inside wire were removed from the cervix. After removal of the first coil a second coil was seen protruding from the external os. Physician removed the second coil in a similar fashion and again there were two separate metal pieces extracted. Hemostasis was visualized and the patient reported feeling better following the removal of the coils. At 3 week f/u phone call, her symptoms had resolved. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and went to office with complaints of pelvic pain. When she went to the ER (emergency room), they saw a wire coming out and they could see the coils coming out of the cervix. Two outer coils and 2 inner coils were removed. According to additional information, two separate metal pieces were found after the removal of the coils of the cervix. Patient recovered. These events, seen as device expulsion and device breakage respectively, are anticipated according to reference safety information for essure. Although in this case, the exact mechanism and circumstances of these events were not provided, the events were diagnosed about 6 years after essure insertion. Considering this information and based on their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since essure coils were removed. Additionally, non-serious event vaginal discharge was reported. A product quality defect could not be confirmed but is considered plausible.